Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation, crease fold and calcification (approx. 20%). Cloudy in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade unknown and "bumps on their implant." Healthcare professional additionally reported right side capsular contracture, baker grade IV and patient's concern with the product. Device has been explanted.